Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was not charging. Multiple power sources were used. After leaving pump charging for an additional amount of time, battery was successfully charged. Customer's blood glucose was within range (value not provided).